Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported ¿replacement due to rupture¿. This record if for left side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿replacement due to rupture¿. This record if for left side. Device was explanted and replaced with another manufacturer¿s device.

Event description:
Healthcare professional reported left side ¿replacement due to rupture¿. Device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b6, d4, d9, e1, h3, h6.